Manufacturer narrative:
Evaluation description: the reported set screw anomaly was not confirmed in the laboratory. The device was returned without the aring septum; due to the condition of the return, the cause of the reported set screw anomaly could not be determined.

Event description:
Additional information received indicated that the patient originally presented for a device change-out due to normal eri.

Event description:
It was reported that during an unspecified procedure the atrial setscrew could not be accessed due to a tissue ingrowth found. The device was explanted. The patient received no adverse consequence from the procedure. No further information is available.